Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A notification was received regarding a study patient that experienced ventricular tachycardia, refractory to lidocaine, and successfully treated with direct current cardioversion to sinus tachycardia, albeit with frequent ectopy. The patient prognosis was poor. Additional information noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26277 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; study was missing from manufacturer device report 1220648-2025-26277.